Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. Five days prior to the event onset, the patient was hospitalized for an unrelated condition. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
The cause of the event was due to an unrelated medical condition; therefore, the peritoneal dialysis disposable is unlikely related to have caused or contributed to the event. The day prior to the receipt of this report, the antibiotics were discontinued and the patient was discharged that same day. At the time of this report, the patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.